Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received left primary attune tka to treat knee pain secondary to end-stage osteoarthritis. The patella was resurfaced, and depuy cement x 2 was utilized. The surgeon notes that adhesions were lysed, and a small periosteal medial capsular release was performed. The procedure was completed without complications. Patient receive a left knee revision to treat pain secondary to loosening of the tibial tray. Upon entering the joint, adhesions were excised. The femoral component was well-fixed but revised. The tibial tray was grossly loose and debonded at the cement to implant interface. The patella was well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient was revised with competitor products. The procedure was completed without complications. Doi: (B)(6) 2016. Dor: (B)(6) 2019. Left knee.